Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the ceramic tip dislodged from the device. Per user facility it did break off in the patients leg, but was easily retrieved with a curved kelly device but there seems to be flesh on the ceramic tip. There was a 5 minutes delay. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 12, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was not returned, so a thorough investigation could not be conducted, however, pictures were provided to confirm the complaint. A retention sample from the same product code and lot number combination was obtained and visually inspected. There were no visual defects noted on the device, specifically with the v-cutter tip. During the manufacturing process, all vsp550ex are thoroughly inspected and tested for functionality & performance along with the v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.